Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields: b5: describe event or problem field.

Event description:
It was reported that this implantable pacemaker exhibited low amplitude and undersensing on the right ventricular and right atrial channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported. This device was explanted due to normal battery depletion. This device was returned to boston scientific for analysis.

Event description:
It was reported that this implantable pacemaker exhibited low amplitude and undersensing on the right ventricular and right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited low amplitude and undersensing on the right ventricular and right atrial channel. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field.